Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed and replicated. In artemis, the 32056 error axes controller, arm (aca) in usm4 failed to initialize i2c device was followed by a 1123 error encoder (p3=1) was found on the yaw, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where sensor check was found to be failing on degrees of freedom (dof) 2, replicating the reported event. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the yaw searchlight printed circuit assembly (pca) was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, the customer had a recoverable error 32056 on arm 4, when attempting to recover the fault it immediately returns. Prior to calling, the customer restarted the system 3 times with no change. Technical support engineer (tse) walked the customer through a hard power cycle on the patient side cart (psc) and exercised arm 4 with no change. Customer advised the surgeon the system can be used as a 3-arm procedure. There were no reports of patient involvement.